Event description:
I've been using the stelo devices for about a year. But in the past several months I have had a few failures (stopped reporting data early or didn't connect at all). Dexcom had been pretty reasonable about replacing them. But lately, they deny replacements - and say it's not their issue. In total - I'm now out about 250 dollars in devices that failed or failed after a couple days - and they refuse to acknowledge the issue or replace the devices.